Event description:
The dealer reported that the was smoke coming oiut of the right motor gearbox brake and the brake will not release. This event could possibly cause the motor to cach fire, injuring the user.